Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed varying low in-range defibrillation impedance on the right ventricular lead. No changes or interventions were reported. The patient was in stable condition.